Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported event could not be determined. A conclusive cause for the reported patient effects of hemorrhage and pain and the relationship to the product, if any, could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right groin was attempted using a starclose se device after an interventional procedure for blood clots in the right leg. Reportedly, after the starclose se clip was used two years ago, bleeding continued at the access site and an unspecified intervention was performed to achieve hemostasis. The patient reported three additional days of hospitalization due to the bleeding. Currently the patient has pain in the groin area that goes down his thigh whenever he coughs. The patient has contacted another physician who has recommended an ultrasound to determine the cause of the problem. No additional information was provided.